Manufacturer narrative:
Unit failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unit received with minor scratched lcd window.(B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump may have been exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process.there were no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.